Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿footplate didn't work¿ was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. Factors that may contribute to difficulty to open or close foot include, but are not limited to, tissue or suture caught in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a proglide device. Reportedly, the device was unable to deploy because the footplate didn't work. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.